Manufacturer narrative:
The incident occurred in another country - device is in transit back for evaluation and is expected to be returned. Follow-up report to be submitted after analysis is complete.

Event description:
During a procedure, the device failed to seal vessels. Surgeon completed the case using another vessel sealing device. No patient harm was reported.